Event description:
Healthcare professional reported the valve was removed due to severe paravalvular leak. The cardiologist states that the tee indicated central regurgitation and paravalvular leak. The surgeon indicated that during the reoperation there was no sign of regurgitation only severe paravalvular leak from the implant technique. The surgeon chose to replace the valve rather than try fix the leak.